Event description:
The customer reports prior to an unspecified procedure using an evis lucera elite gastrovideoscope, when doing inspection for the patient, it was found that the image was blurry. The subject could not be recognized. The user changed to another scope and finished the procedure. There was no adverse effect to the patient. The device was not returned to olympus for evaluation/repair. The customer states it was sent to a third party got repair instead.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined due to insufficient information. This supplemental report includes a correction to e1. ¿tai¿an municipal hospital¿ was inadvertently submitted on the initial medwatch. The initial reporter is unknown and has been removed. The reporters name and title cannot be made available due to restrictions imposed by the ¿law of the people¿s republic of china on the protection of personal information.¿. Olympus will continue to monitor field performance for this device.